Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer. No other claims have been registered on the batch and no increase of this type of incident was reported with the product in the global septodont database. Therefore no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). Initial serious report received on 15-jan-2021 from dentist by septodont and follow-up information received 21-jan-2021 from dental office by septodont. Both versions were integrated into the narrative below: course of events: this case occurred with a (B)(6) year old male patient with an unspecified medical history. On (B)(6) 2021, the doctor was administering 1 carpule of septocaine to the patient for a mandibular block on the left side. The needle was not bent before injection. The needle was inserted into the hub while the dentist was performing the injection. Upon removal of the syringe, the dentist complained of broken dental needle off from hub into patient's soft tissue. A cbct scan revealed that needle was still in soft tissue. The patient was being referred to an oral surgeon for evaluation and retrieval. On (B)(6) 2021, a interview with the oral surgeon was planned. No concomitant medication nor corrective drug was reported. The following test was performed: a cbct scan revealed that needle was still in soft tissue. Outcome: at the time of the report, the patient's outcome was not recovered. A quality investigation pending. Additional information had been requested from the reporter. Fup#1: additional information provided regarding more details of the complaint. Causality assessment on (B)(6) 2021, on initial information received on 18-jan-2021: causality reassessed on (B)(6) 2021, on follow up information received on 21-jan-2021: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Listedness/expectedness: needle issue: unexpected us/(B)(6). Foreign body in gastrointestinal tract: unexpected us/(B)(6). Causality latency - compatible, recognized association - no, analysis - the possible causes for the reported event may be excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle (bending of the needle before use was excluded by the reporter). At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. Therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. No other claims have been registered on the batch and no increase of this type of incident was reported with the product in the global septodont database. Therefore no CAPA is required. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: not assessable. Follow-up information received on 21-jan-2021: assessment not changed.

Manufacturer narrative:
The manufacturer's device analysis results: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. The practitioner returned the impacted needle and 79 needles. Consequently, an observation of the incriminated needle was done and tests were performed during this investigation was done on the needles returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, the cause identified is misuse by the practitioner: insertion of the cannula to the hub. Consequently, we recommend a formation/resensibilisation of the practitioner to the warnings listed in the notice. The recommendations for use and a warning about bended needle are listed in the notice. Remedial action / corrective / preventive / field safety corrective action no other claims have been registered on the batch. 20 other icsrs for septoject with needle broken are registered into the global safety database among these 20 icsrs the preferred root cause was a misuse (bent needle and/or inappropriate size of needle use for the procedure performed) (3), practitioner mishandling as no device defect was retrieved (10), sudden movement of the patient (2) and no root cause could be identified in the remaining 5 icsrs. Moreover, no increase of frequency was noted during the last years. A formation/resensibilisation of the practitioner to the warnings listed in the notice was recommended. No CAPA is required. Final comments from the manufacturer: the possible causes for needle broken may be excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle (bending of the needle before use was excluded by the reporter). In this report, the needle was introduced until the embase. This practice is not recommended as it might contribute to needle breakage and cause serious damage in soft tissues. No product defect was identified, therefore, the practician mishandling was considered as the most probable root cause. Further investigations: this is the first complaint for a "cannula breakage" defect for the batches f8763aa (1'009'000 needles) or for cannulas batches used (338-19: 3'656'000 cannulas). The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. After investigation, the identified cause is misuse by the practitioner: insertion of the cannula to the hub. Specific warning is listed in the notice: ""do not insert needle to hub during injections, as needles can break and become lodged in patient's tissue, potentially causing serious permanent injury." Consequently, without any occurrence on these batches of device and cannulas, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable.

Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). Follow up #3 was received on 03-mar-2021 from quality department. All versions were integrated into the narrative below: course of events: the medical history included anesthetic on right side for local and block. He had no known allergies. On (B)(6) 2021, the doctor administered to the patient 1 carpule of dental local anaesthesia septocaine (articaine hydrochloride, epinephrine bitartrate) and lidocaine (batch number & expiry date: unknown for both of them) , using the suspected device septojet 30g short needle (batch #f08763aa; exp date: jun-2024) for a mandibular block on the left side prior to removal of tooth #17 and full mouth scaling. The patient was anxious before the dental procedure. There was no discomfort at time of use of the device. The patient was concomitantly treated with IV sedation by versed and fentanyl. The dentist surgically removed to tooth #17 with bur and elevator, he used cavitron for full mouth scaling and hand scaled as well. The following test was performed: on (B)(6) 2021, a cbct scan revealed that needle was still in soft tissue. The patient was being referred to an oral surgeon for evaluation and retrieval and was prescribed amoxicillin, toradol and dexamethasone as post operative medication. On (B)(6) 2021, a interview with the oral surgeon was planned. According to the reporter, the procedure was not completed on that day. The oral surgeon had the patient in for an evaluation and then the patient come back. Outcome: quality investigation results concluded that the cause identified was misuse by the practitioner: insertion of the cannula to the hub. Consequently, a formation/resensibilisation of the practitioner to the warnings listed in the notice was recommended. No more information was available. Fup#2: completed complaint form received. Fup#3: quality department provided quality investigation results. Causality reassessed on 08-mar-2021 on follow up information received on 24-feb-2021 and 03-mar-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Listedness/expectedness: needle issue: unexpected us/ca. Foreign body in gastrointestinal tract: unexpected us/ca. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - the possible causes for needle broken may be excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle (bending of the needle before use was excluded by the reporter). In this report, the needle was introduced until the embase. This practice is not recommended as it might contribute to needle breakage and cause serious damage in soft tissues. No product defect was identified, therefore, the practician mishandling was considered as the most probable root cause. No other claims have been registered on the batch. 20 other icsrs for septoject with needle broken are registered into the global safety database among these 20 icsrs the preferred root cause was a misuse (bent needle and/or inappropriate size of needle use for the procedure performed) (3), practitioner mishandling as no device defect was retrieved (10), sudden movement of the patient (2) and no root cause could be identified in the remaining 5 icsrs. Moreover, no increase of frequency was noted during the last years. A formation/resensibilisation of the practitioner to the warnings listed in the notice was recommended. No CAPA is required. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. Follow-up information received on 24-feb-2021 and 03-mar-2021: assessment changed from not assessable to unlikely.